Event description:
The lead was explanted due to a report of an increase in pacing thresholds. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, sheath(s). No complications.